Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot a00100370, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to the reported lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse. Batch number was ambiguously reported as a000100370 (expiry date: 02/2026). After the radiesse injection, the patient experienced a vascular occlusion to the left cheek. The outcome of the event was unknown. Follow-up information was received on 14-nov-2023: the batch number was confirmed as a00100370 (expiry date: 02/2026). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00100370 (expiry date: 02/2026). The outcome of the event remained unchanged.